Event description:
The pt service representative (psr) of a female pt contacted lifecor customer support in 2009 to report that the pt died three days earlier. The psr had seen the pt's obituary. On original date, the psr contacted support to report the family told her that the pt was wearing lifevest at the time of passing. The psr asked the pt's family to send the lifevest back to us. The next day, support called the pt's number and it rang then sounded like a fax machine.

Manufacturer narrative:
Device manufacture date. Monitor, electrode belt - 03/2009. Device eval: the equipment has not been returned to lifecor and has yet to be downloaded.